Manufacturer narrative:
Service was not dispatched to the site. The customer declined service. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-02767; 2122870-2011-02768.

Event description:
The customer reported that imprecise cardiac troponin (accutni) results were generated from an access 2 immunoassay system for two patients over two days. This report is two of two and represents the patient whose initial imprecise accutni results were generated on (B)(6) 2011. The initial accutni result, which was within the risk stratification range, was repeated on the same instrument. The repeat result, which was also within the risk stratification range, was lower. Collectively the results were outside of the assay's precision claims. The imprecise accutni results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was a plasma sample collected in a lithium heparin device. The sample was centrifuged prior to testing. No patient specific information was provided by the customer. There were no messages posted to the instrument event log during the timeframe of this event. A previous instrument system check passed customer established specifications however a system check executed a few hours prior to the event had failed expectations due unacceptable washed coefficient of variation. The system check was immediately repeated and all portions passed within published specifications. All instrument accutni quality control results prior to the event met customer established specifications.